Manufacturer narrative:
A sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5140510. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that while using a 21g x 0.75" bd vacutainer® winged safety pbbcs with 12" tubing and luer adapter blood began to spurt out of a "hole" in the tubing connected to the blood collection device. No medical intervention/injury reported.